Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell off into the pt's stomach. According to the customer the capsule was retrieved from the pt's stomach. The pt was not injured following the procedure.